Event description:
It was reported via repair work order that the lower lifting bar on the cot was broken on the patient left side which can affect lifting of the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.